Event description:
A patient was intubated with a endotracheal tube. A style was inside the tube and was bent/curved more than usual. There were three attempts to remove the stylet form the endotracheal tube. The top part of the stylet outside the ednotracheal tube broke. The patient required re-intubation with another endotracheal tube. There was no patient injury or adverse to the patient.